Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. Frayed cable strands stuck out at the wrist. Further evaluation found the fenestrated bipolar forceps instrument had thermal damage/localized melting on the bipolar yaw pulley near the base of the electrode and at the grip cables. The instrument passed the electrical continuity test, and no conductor wire damage was observed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was frayed. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noticed in central processing, when packing the da vinci trays, that something had melted on the cable at the front of the arm. The operation was without complications and the patient was doing well.